Event description:
Spontaneous call from (B)(6) with md office. Calling to inform us about product complaint. She stated that during injection, the needle separated from the syringe and was not able to be reattached. She specified that where the needle screws onto the syringe was not able to stay together. Pt was not able to receive the full dose. She stated that the amount remaining in the syringe was very minimal, so md did not want to re-administer and replacement syringe not needed. No adverse events reported. Unknown if patient has defective device on hand. No additional information reported. Indication: bilateral post­ traumatic osteoarthritis of knee. Reported to (B)(6) by health professional.